Event description:
Customer reported meter results of 94 mg/dl at 7:13pm, 97 mg/dl at 7:24pm; then after handling/touching glucose gel, 473 mg/dl at 7:26pm, and 429 mg/dl at 7:36pm within 10 minutes on the compact system. Reported 105 mg/dl at 7:57pm. Customer reported symptoms of hypoglycemia, was able to self treat. No adverse event reported. A request was made for the return of the system, replacement was sent.